Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. The customer's sensor glucose was 128 mg/dl and their blood glucose was 352 mg/dl. The customer also reported they did not have a bent cannula. Customer was advised of the proper techniques to avoid inaccurate readings. The customer was also advised differences in sensor glucose and blood glucose readings would result in calibration error alarms. No additional information provided.